Event description:
It was reported that the device settings were reduced in efforts to relieve the patient's dysphagia, hoareness and tiredness following an increase in device settings. It was reported that following the decrease in settings the patient experienced an increase in seizures and that the dysphagia and hoarseness also increased. It was reported that the device was programmed off on (B)(6) 2013 due to the worsened symptoms. It was reported that the patient was analyzed in 2010 by a otorhinolaryngologist due to the dysphagia and no abnormalities were seen. No abnormalities were found when the patient was sent to speech therapy.